Event description:
It was reported that on (B)(6) 2025, during use, resistance was encountered while advancing the vascular sheath during catheter placement. Upon withdrawal, a defect was observed at the tip of the gray rod section of the vascular sheath, preventing further advancement. Prioritizing patient safety, a new set was opened and used, successfully completing the puncture.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed but the root cause could not be determined. One photograph of a microintroducer sheath and one photo of a product label were returned for evaluation. Inspection of the photographs found that a longitudinally aligned tear was present extending from the distal edge of the sheath. Adjacent to the tear was rounded deformation, suggesting that buckling of the material had occurred. Based on the evidence provided with the sample, it is unknown when or how the sheath was damaged. Damage to the sheath tip could have occurred due to storage conditions, material variation, or other environmental factors; however, no evidence was observed which supported a specific root cause of the event. This complaint will be recorded for future trending and monitoring purposes.